Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came in for a routine check-up and the clinician noticed damage to the modular cable outer layer. There were no alarms associated with this event. The modular cable was exchanged. While changing the modular cable it was decided to prepare a spare system controller with the new modular cable and to later switch back to the primary system controller after the modular cable had been exchanged. However, the primary system controller failed to start when the clinician tried to activate it. The patient was switched back to the spare system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not starting up was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, and the controller always started up as intended. A log file was extracted from the controller; however, atypical events were not observed within the data, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿, instructs users how to properly power on the system controller by connecting it to a power source. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.